Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the patient remained in the hospital after his second exchange. After the pump exchange and initiation of ECMO support on (B)(6) 2012, the patient started exhibiting signs of power elevations. A decision was made to explore the patient and found the pump to be clotted off. It was thought that this was possibly from an outflow graft kink or twist from a prior case on wednesday. A pump exchange from one lvad to another lvad took place on (B)(6) 2012. The patient unfortunately expired on (B)(6) 2012.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.